Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that within 24 hours of an implant, the right atrial (ra) lead dislodged and was inactivated. It was further reported that the patient has a history of copd and was admitted with respiratory failure and was not expected to survive. The patient's condition was not related to the device or the lead.